Event description:
The customer alleges having issues with the temperature probe. The temperature probe was changed and a consistent and accurate temperature reading was attained. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be performed as the serial number (B)(4) provided does not match to the product code reported on the complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no damage was observed on the unit. A type of electrical verification was conducted in order to check the conductivity on the unit. On the verification from the longest cable assembly it was detected the circuit opened and had interrupted the circuitry at the end of the temp probe tip. A device history record (DHR) review was performed on serial # (B)(4), and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. As an immediate action, the supplier of the thermistor cable was notified about the issue.

Event description:
The customer alleges having issues with the temperature probe. The temperature probe was changed and a consistent and accurate temperature reading was attained. No patient injury reported.